Event description:
The customer reported that while pipetting an hbc microwell plate on summit, the operator reported that no sample was added to well position a8. No error was generated. No death or serious injury was associated with this incident.